Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had a tower door 3 failure, unable to open. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 3 had failed to open. The field service engineer shut down the station, removed the latch column to replace the latch, and reinserted the latch column to resolve the issue. The system functioned as intended after the field service engineer repaired the device.